Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was broken and required maintenance and device was not communicating. A field service engineer (fse) verified issue and confirmed port was closed; coordinated with facilities information technology (it) to resolve. Ensured device was online and communicating, then rebooted and completed firmware updates. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was broken and required maintenance. The device was not communicating and was offline in rss. The customer tried to recover and reboot the station however the efforts were unsuccessful. The customer also unplugged and replugged the power cable, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.